Event description:
It was reported that during an implant attempt it was hard or impossible to retract the helix of the lead. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the turns to extend/retract the helix exceeds specification. It was also noted that the helix/lobe was distorted/bent.